Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair in (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced chronic pain throughout groin, bloating of lower abdomen, inflammation & acidity of vagina, stomach, and upon urination and defecation, constipation, loose stool, hematuria, dyspareunia, pain in thigh, difficulty walking and fatigue post-operatively. No additional information was provided.